Manufacturer narrative:
The device was returned to baxter and an evaluation was performed. The evaluation confirmed and observed the no audio caused by the backflex not properly seated in the I/o printed circuit board. The backflex was properly seated to correct this condition.

Event description:
It was reported that a spectrum infusion pump had no audio. It was also reported that there was no patient injury.